Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was not received at fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the photograph provided by the customer. Results: visual inspection of the photography provided by the customer could not confirm reported fault as no leakage could be identified. Conclusion: we are unable to confirm the reported fault hence could not determine what caused the reported fault. Every mr290v chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. Also, the pressure test is followed by a visual inspection of each chamber. The subject mr290v chamber would have met the required specification at the time of production. The user instructions that accompany the mr290v vented autofeed humificiation chamber state the following: - "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." - "set appropriate ventilator alarm." - "perform pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "do not use beyond 14 days maximum duration of use."

Event description:
A distributor on behalf of a healthcare facility in (B)(6) reported, via a fisher & paykel healthcare (f&p) field representative, that a mr290v vented autofeed humidification chambers was leaking water from the base during use. There was no reported patient consequence.